Event description:
During revision breast augmentation surgery the dr noted a different mammary implant had been packaged than what was indicated on the packaging label. Dr used another implant to complete the surgery.